Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer replaced the pinch valve tube and replaced and adjusted the sipper probe. Preventive replacement and adjustment of the reagent probe were performed. The shipper line and washing tank were cleaned. Qc was performed and was acceptable. The investigation was unable to determine a specific root cause. However, the issue appeared to be resolved after the service actions.

Event description:
There was an allegation of questionable high elecsys estradiol iii results for patient samples and qc material from the cobas e 801 module. One example was an initial result of 5.0 or less pg/ml and repeat results of 48.9 pg/ ml and 5.0 or less. The result of 5.0 or less was reported outside of the laboratory.